Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; on (B)(6) 2016, customer stated the condition had improved and he did not currently have any diabetic symptoms. Customer went to a local clinic on (B)(6) 2016. The customer advice by clinic health professional to go to the hospital. Customer stated did not go to hospital because it costs too much money. Customer stated that the clinic ran a EKG and obtained blood glucose test result of 430 mg/dl fasting. At call back on (B)(6) 2016, customer stated did not receive any medical intervention related to diabetes since the last call.

Event description:
Consumer called asking what "hi" meant when it was displayed. Mother is calling on behalf of the customer. Customer informed that "hi" means blood sugar level greater than 600mg/dl, advice to seek medical attention. Mother stated customer normally does not test and does not know what the normal glucose range is. Customer is (B)(6) and is an alcoholic dependent. Customer did not feel well has symptoms as weak and shaky and agreed to seek medical attention. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is at time of call is one month. The meter memory was reviewed for previous test result history(date/time not set correctly: (B)(6).